Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to log into all pyxis stations. A technical support specialist dialed into the station and confirmed that was able to log in. The customer stated that the issue was resolved and verified that able to log into the station. The system functioned as intended after the user resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a login issues. The customer reported that they received an unable to authenticate message while logging into bd pyxis website and they were not able to log into all pyxis stations. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.